Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown baclofen for intractable spasticity. It was reported that the handset was lagging at 90%. An agent reviewed and guided the patient through clearing the data. The patient was then able to connect to the pump without any lag. When asked for the event date, the patient stated that they would say it was in (B)(6).

Manufacturer narrative:
B3: date is approximate, month and year are confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include:  product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.